Event description:
Analysis of the device revealed that the main junction was not attached to the delivery wire and that the main junction was broken off from the delivery wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned contained within the microcatheter. Microscope analysis revealed that the main coil was stuck at the tip of the microcatheter and it was kinked. Dried blood was observed on the main coil, the main junction was not attached to the delivery wire and the main junction appeared to have broken off from the delivery wire. Information available indicated that the coil detached during unpacking; however, analysis found dried blood on the main coil and the main coil was stuck at the tip of the microcatheter which is indicative that the coil was used during the procedure. Review and analysis of all available information cannot determine the root cause or probable cause of the anomalies observed during analysis; therefore a root cause of undeterminable will be assigned to this investigation.

Event description:
Analysis of the device revealed that the main junction was not attached to the delivery wire and that the main junction was broken off from the delivery wire. There was no clinical consequence to the patient.